Event description:
A customer observed negatively and positively biased quality control results using vitros valp reagent on multiple dates in 2009, on a vitros 5, 1 fs chemistry analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient results were not reported when quality control was unacceptable. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation found no evidence to suggest that the vitros 5, 1 malfunctioned. The investigation was unable to determine a root cause, however, reagent pack handling cannot be ruled out as the customer was not handling valp reagent packs in a consistent manner. In addition, the refrigerator where the valp reagent packs are stored experienced temperature control issues during the timeframe of the biased results. The customer has observed stable valp performance since addressing the refrigerator issue and implementing the manufacturer's recommendations for reagent pack handling.